Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the home monitor reboots at a fixed time while plugged into a wall outlet.

Manufacturer narrative:
- Upon reception of the subject home monitor, the device was tested and the reported behavior was confirmed: the home monitor reboots each night at approximately the same time. - in-depth analysis revealed that the observed issue resulted from a malfunction of the real-time clock module, which provoked the freeze of the device, leading to the observed behavior. - this hardware malfunction is an isolated case.

Event description:
Reportedly, the home monitor reboots at a fixed time while plugged into a wall outlet.